Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient was noted to have a pre-existing condition of a left bundle branch block (lbbb) and aortic stenosis (as). During the procedure, when the safari guidewire crossed the valve, the patient experienced chest pain and went into atrial fibrillation. Echocardiogram imaging was used to exclude the presence of a pericardial effusion or cardiac tamponade. A percutaneous balloon aortic valvuloplasty (pbav) was conducted with a non-abbott device and the patient went into second degree heart block. The device was implanted with the non-coronary cusp (ncc) measured at 5mm due to the patient's 50 degrees horizonal aorta. The patient maintained heart block. The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block (second degree heart block) during the implant procedure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a history of left bundle branch block, there was no calcification extending beneath aortic annular plane in the interventricular septum, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). It was also noted that the patient went into second degree heart block as a result of the pre-implantation balloon-aortic valvuloplasty (pre-bav) and occurred prior to the valve being introduced into anatomy. Based on all available information, the reported event appears to be related to procedural conditions (pre-bav). There is no indication of a product quality issue with regards to manufacture, design, or labeling.